Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approximately 23 cm distal to the is-1 connector pin confirming the clinical observation. In this region the insulation and the coating of the conductor cables to the shock coil and the ring electrode were damaged. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. In addition, deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Physician reported an insulation breach distal from suture sleeve. Device was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.